Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was confirmed due to the cable being pulled from the strain relief, damaging wires in the cable. The belt was unable to run detect and treat testing. The root cause for the strained cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged or had wires exposed.